Event description:
Additional information: it was reported that the patient experienced a return of pain. It was noted there were no pump issues. It was noted that an MRI/xray/CT showed catheter was dislodged. A catheter dye study was performed and the results were the catheter was out of the intrathecal space. The catheter was replaced. The patient recovered without sequelae. The drug in the pump was morphine.

Event description:
It was reported that the patient's catheter broke two months ago due to repeated flexing, bending. A revision was done and it was stated that another catheter was put in, but it pulled out. A catheter revision was scheduled on (B)(6). Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model:unk, serial #unk, implanted: unk, explanted: unk; catheter model 8709sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: unk; programmer model 8835, serial # (B)(4).